Event description:
Patient was having a surgical hernia repair with mesh graft. Outer package of mesh was sealed with no visible damage or moisture. Surgical tech opened outer package,and then inner packaging. Second inner package with mesh graft and label opened. During opening, tech noted that label was moist with visible mold on label. Package was intact, and graft inside appeared unaffected. Graft was used by surgeon. Packaging was saved in original container. As of (B)(6) 2013 - no ill effects on patient that we are aware of.